Event description:
The user facility reported that a pneumomediastinum and pneumothorax was detected approximately 21 days following a patient procedure which included use of the trufreeze system and active venting catheter. A follow-up chest CT showed complete resolution of the pneumothorax and pneumomediastinum.

Manufacturer narrative:
Through follow-up with the customer, we learned that the patient subject of the event had received two treatments for palliation of esophageal adenocarcinoma at 4-6 week intervals prior to the reported event with the trufreeze system. These treatments were completed without incident. The patient was last treated for palliation of esophageal adenocarcinoma with trufreeze on (B)(6) 2023. The spray cryotherapy treatment was completed with the expected patient monitoring, and no issues were noted by the attending physician. There was no evidence of any malfunction of the trufreeze system during the procedure. A routine oncology visit one week after the procedure on (B)(6) 2023 did not identify any signs or symptoms suggesting any complications. The patient was admitted to the hospital on (B)(6) 2023 and the pneumomediastinum and pneumothorax were detected by a chest CT as stated in the reported event. No perforation was detected. The trufreeze active venting catheter was not returned for evaluation and a lot number was not provided. Based on the time internal between the cryotherapy procedure and findings of pneumomediastinum and pneumothorax, and on the normal outpatient evaluation done at one week after cryotherapy, the steris endoscopy chief medical officer (cmo) determined this adverse event was not related to the cryotherapy procedure. The instructions for use provides the user with the following information: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." No additional issues have been reported.